Event description:
It was reported to philips that there was a "no shock delivered, low/high impedance" message. The device was originally reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. Additionally, the field service engineer (fse) also reached out to the customer to confirm there was no patient adverse event.